Event description:
Pump declared alarm 20 during use, but there was no adverse impact to the customer¿s blood glucose level. Despite an attempt to resolve the issue by loading a new cartridge, the alarm persisted. Technical support decided to replace the pump, as it was covered under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy. They were instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.